Event description:
It was reported by service report that the back would not raise on the stretcher. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Eval result: gas spring trip, fowler.